Event description:
Affiliate reports that the silicone housing of the valve was torn and the siphonguard was detached from the valve. The doctor decided to explant the valve.

Manufacturer narrative:
Codman has requested the valve for evaluation. Upon completion of the investigation, a follow up report will be filed.